Event description:
Our affiliate is reporting to us that a patient underwent a knee repair with the use of a milagro screw and auto-graft for fixation on (B)(6) 2010. Subsequently, on (B)(6) 2010, the patient presented with small swelling. On (B)(6) 2010, the patient presented with an open wound; patient put on antibiotics; augmentin. On (B)(6) 2010, the patient presented with an oozing wound, but stable knee. On (B)(6) 2010, the patient underwent a re-surgery at which point the milagro screw was removed; repair seemed stable so, no re-fixation was performed. An abscess was removed and sent off to be cultured: puss mcs, tissue fungal culture. Questions are out for further patient information.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.